Manufacturer narrative:
Batch review performed on 18 june 2019: lot 166065: (B)(4) items manufactured and released on 16 december 2016. Expiration date: 2021-11-22. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical director: one year after cemented tka the patient, at follow up visit and radiograph, shows radiolucent lines that may indicate impending loosening of the tibial component. To date, however, no pain is reported. No data are available as to potentially related issues, such as infections. No data are available as to particular cementation conditions nor on cement characteristics. At this stage, we cannot but file the report.

Event description:
About 1 year and 3 months after primary the patient complaints of pain and x-rays were taken. The x-rays showed radiolucent lines on the tibial component. A revision has not been scheduled yet. Further details will be provided once known.